Manufacturer narrative:
The catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the tip could not be assessed. No damages or issues were found with the proximal segment of the catheter. No other anomalies were observed. Based on the device analysis and the reported information, the customer's report was confirmed, as the tip was missing from the catheter. It is possible that the minimal tortuosity of the anatomy may have contributed to the reported. However, the cause of the detachment could not be determined. Per the apollo IFU (instructions for use): ¿always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.¿ all products are 100% inspected for damage and irregularities during manufacturing. The lot history record review showed no discrepancies that would have contributed to the reported experience.

Event description:
Medtronic received report that the apollo catheter tip unintentional detaching during the navigation to the target vessel. The tip (3cm) was reported to have remained in the left middle meningeal artery. After unsatisfactory placement of the catheter and then removal and inspection of the catheter, it was discover that the detachable tip had unintentionally detached in the left middle meningeal artery. The patient was reported to be asymptomatic. A new device was used to treat the patient. The anatomy was minimal in tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.